Manufacturer narrative:
The lot number for the malfunction was not provided; therefore, a lot history review could not be performed. The device has been returned for evaluation; the evaluation identified a fracture. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. The catalog number identified has not been cleared in the us, but is similar to the power port isp m.r.I., 8fr groshong products that are cleared in the us. The pro code for the power port isp m.r.I., 8fr groshong products is identified..

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 4808570j implantable port allegedly experienced a fracture. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The patient¿s age, weight, and gender were not provided.

Manufacturer narrative:
H10: the lot number for the malfunction was not provided; therefore, a lot history review could not be performed. The device has been returned for evaluation; the investigation is confirmed a fracture, natural wear, and material deformation due to stress. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. The catalog number identified in section d4 has not been cleared in the us, but is similar to the power port isp m.r.I., 8fr groshong products that are cleared in the us. The pro code for the power port isp m.r.I., 8fr groshong products is identified in d2. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 4808570j implantable port allegedly experienced a fracture, naturally worn material, and deformation due to compressive stress. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The patient¿s age, weight, and gender were not provided.